Event description:
During coil embolization of the internal carotid artery the coil prematurely detached. There was moderate vessel tortuosity. The physician positioned the coil at the bifurcation of internal carotid artery and ophthalmic artery. Another microcatheter (mc) (unknown MFR) was inserted from the side. There was one to one relationship between the coil & mc. After he placed competitor's coils on distal part of internal carotid artery, physician tried to adjust the dcs coil's position slightly and pulled the mc. As a result, the coil detached prematurely. The coil was not removed after all for the reason that the coil remained on the target lesion. The same mc was used throughout the procedure. There was no additional intervention required. There was no adverse consequence to the patient. This product has been returned for evaluation and testing.